Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 135 mg/dl. Customer stated that when he checked his blood glucose level, he pressed the act button and he got it to bolus, but it would not go any further. Customer pulled out the reservoir, pressed act, and it worked. However, when the customer put the reservoir back in the pump, it would not move forward. Customer also stated that he received a button error alarm this morning. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.